Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) during right ventricular automatic threshold (rvat) tests. Pacing was delivered; however, it was not captured. Subsequently, the patient experienced an asystole lasting three seconds. Additionally, the rv lead exhibited high and variable capture thresholds. An engineering analysis determined that over 90% of the rv pace pulses were at suspension amplitude. The patient was hospitalized. Technical services (ts) recommended reprogramming the lead to a high fixed output and turning the rvat test off. No additional adverse patient effects were reported. This crt-d remains in service. Additional information was received that this crt-d was explanted and replaced. No additional adverse patient effects were reported. This crt-d has not returned for analysis.

Manufacturer narrative:
This report is being submitted as additional information was received that this device was explanted and replaced. This product investigation is still in progress. This report will be updated when product investigation is complete. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited intermittent loss of capture (loc) during right ventricular automatic threshold (rvat) tests. Pacing was delivered; however, it was not captured. Subsequently, the patient experienced an asystole lasting three seconds. Additionally, the rv lead exhibited high and variable capture thresholds. An engineering analysis determined that over 90% of the rv pace pulses were at suspension amplitude. The patient was hospitalized. Technical services (ts) recommended reprogramming the lead to a high fixed output and turning the rvat test off. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.